Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left tube/ovary"), ovarian perforation ("perforation of left tube/ovary") and hyperthyroidism ("essure worsened a previously existing injury/condition (thyroid)") in a (B)(6) -year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure expulsion/after hsg proved the right tube was not blocked and no essure was present" on (B)(6) 2014. The patient's past medical history included multigravida, parity 3 (dob ((B)(6) 1994, (B)(6) 1996 and (B)(6) 1999)), miscarriage and breast biopsy. Previously administered products included for an unreported indication: levothyroxine from 2009 to (B)(6) 2018. Concurrent conditions included obesity and hyperthyroidism. On (B)(6) 2014, the patient had essure inserted. On (b)(46 2014, 5 days after insertion of essure, the patient experienced back pain ("persistent lower back pain/lower left quadrant of torso, dull to piercing pain"). On (B)(6) 2014, the patient experienced device expulsion ("essure expulsion/after hsg proved the right tube was not blocked and no essure was present"). In (B)(6) 2015, the patient experienced eye swelling ("unexplained swelling of right eye"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant) and postoperative adhesion ("had to wrap my ovary in mesh because of adhesions caused by the essure implant"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant) and postoperative adhesion ("had to wrap my ovary in mesh because of adhesions caused by the essure implant"). The patient was treated with ibuprofen, surgery (total hysterectomy, bilateral salpingectomy) and surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, hyperthyroidism, device expulsion and postoperative adhesion outcome was unknown and the back pain and eye swelling had not resolved. The reporter considered back pain, device expulsion, eye swelling, fallopian tube perforation, hyperthyroidism, ovarian perforation and postoperative adhesion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: the right tube was not blocked and no essure was p. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events: ovarian perforation, fallopian tube perforation, back pain, device expulsion, device ineffective, eye swelling, pelvic pain, hyperthyroidism, postoperative adhesion were added. Patient information (dob, height, weight), patient historical condition and concomitant disease were added. Essure lot number provided. Removal date reported. Previously reported event "severe and permanent injuries¿ was deleted. Case updgraded to incident. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left tube/ovary"), ovarian perforation ("perforation of left tube/ovary"), genital haemorrhage ("genital bleeding"), device breakage ("or broken , if there is one in there somewhere is this flat panel x-ray the test that will find it ,I am talking about the right one that has been missing") and hyperthyroidism ("essure worsened a previously existing injury/condition (thyroid)") in a 43-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure expulsion/after hsg proved the right tube was not blocked and no essure was present" on 3-nov-2014. The patient's past medical history included multigravida, parity 3 (dob ((B)(6) 1994, (B)(6) 1996 and (B)(6) 1999, miscarriage and breast biopsy. Do not to ablation after essure up until 2012 when they rock off and no more period and more babies, no sign of blockage of essure presence . Previously administered products included for an unreported indication: levothyroxine from 2009 to (B)(6) 2018. Concurrent conditions included obesity, hyperthyroidism, thyroid cancer, anemia and iron deficiency. Concomitant products included iron and levothyroxine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 days after insertion of essure, the patient experienced back pain ("persistent lower back pain/lower left quadrant of torso,dull to piercing pain/lower back pain"). On (B)(6) 2014, the patient experienced device expulsion ("essure expulsion/after hsg proved the right tube was not blocked and no essure was present"). In march 2015, the patient experienced eye swelling ("unexplained swelling of right eye"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), pelvic adhesions ("had to wrap my ovary in mesh because of adhesions caused by the essure implant"), bowel movement irregularity ("it seems to coincide with ovulation or bowel movements"), uterine enlargement ("abdominal incision was because my uterus was bulky/enlargement uterus was the cause the of my back pain,"), uterine leiomyoma ("3 fibroids"), body temperature decreased ("temp and down"), nausea ("nausea"), hypoaesthesia ("whole right side shoulder to toes numb"), swelling ("right side swelling"), arthralgia ("hip horrible/joint pain"), contusion ("bruised bad but not awful"), limb discomfort ("leg reflexes were very jumpy when he hit me with that rubber things ,"), thyroid cancer ("cancer in thyroid"), irritability ("visually irriatated") and iron deficiency ("iron deficiency"). The patient was treated with ibuprofen, surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, genital haemorrhage, device breakage, hyperthyroidism, device expulsion, pelvic adhesions, bowel movement irregularity, uterine enlargement, uterine leiomyoma, body temperature decreased, nausea, hypoaesthesia, swelling, arthralgia, contusion, limb discomfort, thyroid cancer, irritability and iron deficiency outcome was unknown and the back pain and eye swelling had not resolved. The reporter considered arthralgia, back pain, body temperature decreased, bowel movement irregularity, contusion, device breakage, device expulsion, eye swelling, fallopian tube perforation, genital haemorrhage, hyperthyroidism, hypoaesthesia, iron deficiency, irritability, limb discomfort, nausea, ovarian perforation, pelvic adhesions, swelling, thyroid cancer, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: left side completely blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on 3-nov-2014: the right tube was not blocked and no essure was p having good mammograms and having the gene test now she had abnormal cell. Brain MRI concerning the injuries reported in this case, the following ones were pain on my left side, it seems to coincide with ovulation or bowel movements, abdominal incision was because my uterus was bulky, 3 fibroids, temp and down, enlargement uterus was the cause the of my back pain, whole right side shoulder to toes numb, right side swelling, my right eyes was swollen , hip horrible, bruised bad but not awful, leg reflexes were very jumpy when he hit me with that rubber things , or broken , if there is one in there somewhere is this flat panel x-ray the test that will find it ,I am talking about the right one that has been missing , joint pain, cancer in thyroid, visually irritated medical records. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received:- new reporter, concomitant medication new events pain on my left side, it seems to coincide with ovulation or bowel movements, abdominal incision was because my uterus was bulky, 3 fibroids, temp and down, enlargement uterus was the cause the of my back pain, whole right side shoulder to toes numb, right side swelling, my right eyes was swollen , hip horrible, bruised bad but not awful, leg reflexes were very jumpy when he hit me with that rubber things , or broken , if there is one in there somewhere is this flat panel x-ray the test that will find it ,I am talking about the right one that has been missing , joint pain, cancer in thyroid, visually irritated were added . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left tube/ovary"), ovarian perforation ("perforation of left tube/ovary"), genital haemorrhage ("genital bleeding"), device breakage ("or broken , if there is one in there somewhere is this flat panel x-ray the test that will find it ,I am talking about the right one that has been missing") and hyperthyroidism ("essure worsened a previously existing injury/condition (thyroid)") in a 43-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure expulsion/after hsg proved the right tube was not blocked and no essure was present" on (B)(6)2014. The patient's past medical history included multigravida, parity 3 (dob ((B)(6)1994, (B)(6)1996 and (B)(6)1999)), miscarriage and breast biopsy. Do not to ablation after essure up until 2012 when they rock off and no more period and more babies, no sign of blockage of essure presence . Previously administered products included for an unreported indication: levothyroxine from 2009 to (B)(6) 2018. Concurrent conditions included obesity, hyperthyroidism, thyroid cancer, anemia and iron deficiency. Concomitant products included iron and levothyroxine. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 5 days after insertion of essure, the patient experienced back pain ("persistent lower back pain/lower left quadrant of torso,dull to piercing pain/lower back pain"). On (B)(6)2014, the patient experienced device expulsion ("essure expulsion/after hsg proved the right tube was not blocked and no essure was present"). In march 2015, the patient experienced eye swelling ("unexplained swelling of right eye"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), pelvic adhesions ("had to wrap my ovary in mesh because of adhesions caused by the essure implant"), bowel movement irregularity ("it seems to coincide with ovulation or bowel movements"), uterine enlargement ("abdominal incision was because my uterus was bulky/enlargement uterus was the cause the of my back pain,"), uterine leiomyoma ("3 fibroids"), body temperature decreased ("temp and down"), nausea ("nausea"), hemianaesthesia ("whole right side shoulder to toes numb"), swelling ("right side swelling"), arthralgia ("hip horrible/joint pain"), contusion ("bruised bad but not awful"), hyperreflexia ("leg reflexes were very jumpy when he hit me with that rubber things ,"), thyroid cancer ("cancer in thyroid"), irritability ("visually irriatated") and iron deficiency ("iron deficiency"). The patient was treated with ibuprofen, surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, ovarian perforation, genital haemorrhage, device breakage, hyperthyroidism, device expulsion, pelvic adhesions, bowel movement irregularity, uterine enlargement, uterine leiomyoma, body temperature decreased, nausea, hemianaesthesia, swelling, arthralgia, contusion, hyperreflexia, thyroid cancer, irritability and iron deficiency outcome was unknown and the back pain and eye swelling had not resolved. The reporter considered arthralgia, back pain, body temperature decreased, bowel movement irregularity, contusion, device breakage, device expulsion, eye swelling, fallopian tube perforation, genital haemorrhage, hemianaesthesia, hyperreflexia, hyperthyroidism, iron deficiency, irritability, nausea, ovarian perforation, pelvic adhesions, swelling, thyroid cancer, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: left side completely blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: the right tube was not blocked and no essure was p having good mammograms and having the gene test now she had abnormal cell. Brain MRI concerning the injuries reported in this case, the following ones were pain on my left side, it seems to coincide with ovulation or bowel movements, abdominal incision was because my uterus was bulky, 3 fibroids, temp and down, enlargement uterus was the cause the of my back pain, whole right side shoulder to toes numb, right side swelling, my right eyes was swollen , hip horrible, bruised bad but not awful, leg reflexes were very jumpy when he hit me with that rubber things , or broken , if there is one in there somewhere is this flat panel x-ray the test that will find it ,I am talking about the right one that has been missing , joint pain, cancer in thyroid, visually irritated medical records quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.